Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed occlusion alarms. During evaluation the force sensor was found to be out of calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The patient's mother contacted animas to report an elevated blood glucose of 600 mg/dl on (B)(6) 2011 due to a bent cannula and the pump not alarming the patient regarding the occlusion. The patient's mother stated, the patient tested positive for ketones; however, did not develop symptoms suggestive of hyperglycemia. The patient took a bolus injection for high blood glucose (bg) and confirmed her bg was coming down. At the time of troubleshooting, the reporter informed animas customer support that the pump has not given any alarms since the patient started the pump. The patient's mother claimed, she tried a 10u bolus with the tubing clamped off and sensitivity on high and did not receive an alarm. During review of pump history, customer support confirmed there were no occlusion alarms noted. This complaint is being reported because the patient developed blood glucose readings greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.